Event description:
Particulate found in the gasket of 20ml bd luer-lok tip syringe. Ref 303310, lot 5163348, exp 2030-06-30, sample shipped to vendor. Manufacturer response for 20ml syringe luer-lok tip, bd 20ml syringe luer-lok tip (per site reporter). Emailed vendor rep on [redacted], mailed sample for investigation [redacted].